Event description:
It was reported that there was electromagnetic interference (emi) during an electroencephalogram (eeg) in (B)(6) 2015. The patient was hooked up to a heart monitor for surgery and the heart monitor went ¿haywire¿. No normal readings could be taken off the eeg. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional review of this MDR shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va05216, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va05216, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).